Event description:
It was reported that within a few weeks of implant, the patient experienced rv (right ventricular) lead perforation and pericardial effusion. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).